Event description:
It was reported that this integrated programmer screen was not responding, but healthcare professional (hcp) was able to proceed with magnetic resonance imaging (MRI) programming. Furthermore, the local representative will replace this programmer. No adverse patient effects were reported.